Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was discarded by the customer. The device was not returned, therefore the event could not be confirmed. An event cause could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2016-00893, 2029214-2016-00894, 2029214-2016-00895. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment of a large, cavernous aneurysm. The patient had moderate vessel tortuosity. The pipeline flex and accessory devices were prepared as indicated in the IFU. It was reported that the physician was attempting to land the distal edge of the pipeline flex just proximal to the ophthalmic artery. As a result, the pipeline flex was to be positioned in a vessel bend against the vessel wall. A pipeline flex was attempted. The physician deployed the distal segment, partially resheathed, then dragged the device back to the desired landing zone. It was reported that the distal section of the braid did not open and became damaged. The pipeline flex was removed from the patient. Ultimately, the procedure was completed using a new pipeline device. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.